Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED's battery pack was near its end of it life with a labeled expiration date of 05/31/2024. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.